Event description:
It was reported that a patient had pins and needles feeling going down their legs ¿as they did 5 years ago¿. The pins and needles feeling happened when the device was on from 1999 to 2001. The patient had not been using stimulation for over eight years and they did not want to use the system. The patient¿s healthcare professional (hcp) thought stimulation was turned on, but the patient new that stimulation was not on. The patient¿s device could not be turned on unless the programmer box was over the battery. The patient had worked with a manufacturing representative in the past. The patient assumed the device would still do the pins and needles feeling down their leg if they were to turn the device back on. The device had not been used since 2001 because the patient had surgery done and the surgery took care of it so they had no need for the device anymore. The patient wanted the device removed. No diagnostics had been performed and there were no malfunctions seen. The cause of the event had not been determined. No interventions were taken or planned and the patient was not receiving therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead; product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead; product ID 3210, serial# (B)(4), implanted: (B)(6) 1999, product type: transmitter; product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead; product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead; product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead; product ID 3887-28, lot# l59672, implanted: (B)(6) 1999, product type: lead. (B)(4).